Manufacturer narrative:
Event description: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis reported scrotal discomfort in a medical evaluation, as the pump had migrated upwards. Three months after, a surgical intervention was performed, wherein the pump was removed, replaced and repositioned.